Event description:
It was reported that there was an atrial lead dislodgement within six weeks of the initial implant procedure. It was further reported that repositioning of the lead was attempted, however after retracting the helix the physician was unable to advance the helix. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4)- the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.